Event description:
The facility reportes the resident was being transferred from the wheelchair. As the lift in an extra-large sling. The sling was attached and the resident lefted from the wheelchair. As the lifter was being moved towards the bed, and with the resident approx. Three (3) feet from the floor, the left leg attachment became undone and the resident fell to the floor, hitting her head. The resident sustained a hematoma to the back of her head and lacerations.